Event description:
The customer reported that the system would turn on but not complete boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced, the system software was reloaded and calibrations were performed on the filament, iris and collimator. The system was then found to be operating as intended.